Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that thepatient faced occlusion at site on 18-apr-2024. The site was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.